Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button anomaly as well as absence of no delivery alarm. The customer's blood glucose was unknown at the time of incident. The act button of the insulin pump was not working and taking time to respond. The insulin pump was not always alarming no delivery when the site issue occurred. There were cracks on the insulin pump. Troubleshooting was not performed and the device will not return for analysis.